Manufacturer narrative:
Method: follow up conversation with physician reporting event and company representative.

Event description:
A pt had an x-stop ipd device implanted at levels l3-l4. It was reported by the treating physician that 10 days after implantation, pt presented with an active suppurative infection at the implantation site. The pt subsequently underwent removal of the implant and has been started on IV antibiotics.